Event description:
It was reported that noise leading to oversensing was observed on the device. The patient is pacemaker dependent. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences. Additional information was requested but not available.